Event description:
It was reported that during a pta procedure difficulty was encountered when crossing the lesion and the exposed portion of the shaft kinked and then broke. It was reported that the target lesion was the right sfa and rate of stenosis was 100%. There was moderate calcification and vessel tortuosity. The approach was made from the left brachial with a 6f guiding sheath which was delivered to the right iliac artery. The target lesion was crossed with a guidewire and micro catheter. After the device was inspected and prepped, it was advanced for pre-dilatation. Reportedly, it was unk if there was excessive torque or twisting used to manoeuvre the catheter during advancement. Blood regurgitation was also observed from the indeflator so the device was removed from the pt. Pre-dilatation was completed using another product and three stents were placed in the lesion. The procedure was completed by post stent dilatation with the same replacement unit. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for eval. The investigation is currently underway.